Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit burnt up and very strong burnt plastic smell coming through nose piece and then machine shut off. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.